Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that a cable was replaced and the device placed back into service. No product has been returned to zoll.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead the onestep pacing cable was returned. The malfunction was duplicated and attributed to a damaged tab on the one step pacing cable. The cable was scrapped. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated electrodes padz would not connect to the device's multi-function cable. Complainant indicated that there was no pt involvement in the reported malfunction.